Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks for possible supra ventricular tachycardia (svt) episodes. It was noted that the device initially withheld therapy for wavelet, and then did not match, causing therapies to be delivered. Follow up was conducted to determine appropriateness of the shocks, to no avail. As well, the patient's right ventricular (rv) lead was oversensing. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.